Event description:
It was reported that a cross-programming event occurred during an office visit, which resulted in vomiting for the patient whose parameters were inadvertently changed. The patient's device was disabled for 10 minutes, which resolved the vomiting event. The patient's parameters were reprogrammed to the correct settings and the patient left the office with no other adverse events. The cause of the cross programming event has been determined to be the user not performing an interrogation before programming the patient, and thus the patient was programmed to settings of the previous patient. Additional training has been provided to the reporter due to the training need identified.

Manufacturer narrative:
Analysis of programming history.